Event description:
39 year old male with medical history of tetrology of fallot. S/p multiple surgeries. S/p right ventricular outflow tract replacement with a pulmonary homograft required explant on 11/12/96 due to right ventricular outflow. Tract stenosis. A 23mm aortic homograft was used for replacement. The operative report noted "prominent adhesions on allograft...an infolding of the anterior wall of the allograft and posterior ridge...valve leaflets normal". Relation of event to homograft tissue was not assessed by the site.